Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: fragments of injection tube or silicone rubber products entered the channel and were caught in the nozzle. A definitive root cause cannot be identified. This issue is covered in the instructions for use: operation manual: preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in describe event or problem, it was discovered that the subject device had undergone insufficient reprocessing. Additionally, the cover was scratched. The distal end adhesive was separated. The connecting tube had buckled. The light guide lens as well as the charged coupled device unit's cover lens were both chipped. The switch 1 button was cut. The universal cord had wrinkled. The venting connector was damaged. The coil pipe plate was deformed and the angulations were out of specification. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii colonovideoscope was experiencing an aspiration issue during device reprocessing. This event had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.